Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transmission revealed that the right ventricular lead exhibited loss of sensing, undersensing and noise. When the patient was seen in clinic, the device functions normally with low impedance which seems chronic. No programming changes were performed. No patient consequences.